Manufacturer narrative:
Date of report: 19jul2021. There was no patient involvement.

Event description:
It was reported that at boot up the ventilator had an alarm. There was no patient involvement or delay to therapy reported. The third-party service provider inspected the device and found in the ventilator diagnostic logs an error code 3.3 volts power failure. The service provider replaced the power management board to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested. No further abnormality was found.